Event description:
Philips received a customer complaint regarding a v60 ventilator indicating a device malfunction where the touchscreen locked up during calibration. There was no patient involvement, and no patient or user harm was reported at the time the issue was discovered. The device was safely taken out of service. The customer contacted technical support to report that after selecting the final calibration coordinate ('x') during the touchscreen calibration sequence, the screen froze, preventing them from pressing the 'next' button. No third-party accessories were identified as contributing to the failure. A remote service engineer (rse) performed troubleshooting with the customer and successfully replicated the freezing behavior. Based on the diagnostic results, the rse provided the customer with the part number for a replacement touchscreen component to facilitate the necessary repair. Final investigation and disposition are pending.